Manufacturer narrative:
It was reported that canister exploded while connected to suction regulator, was connected but patient was not using the yankauer at the time of this event. Canister shattered into several pieces. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Per email customer states canister exploded while connected to suction regulator, was connected but patient was not using the yankauer at the time of this event. Canister shattered into several pieces.